Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that not information is available to classify the health impact. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10 h3,h6: the unit used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review was conducted and found based on the information provided, a competitor¿s device finished the procedure and there was no significant delay nor impact/ injury to the patient as result of the reported event. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information, be provided this complaint will be re-assessed. Visual inspection of the rf12000, q2 controller s/n:(B)(6) warranty seal which is not broken and in its original condition. The manufacturing date of the controller is rev.q ¿ 2018. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-up with a foot pedal device (p/n(B)(4) ) and a test wand (p/n (B)(4) , lot#fn05520-a) and activated on ablate- and coag- settings and no output signal could be detected; no hardware failure f4 could be indicated as reported; the resistance of the fet q7/q8 was measured and reflect low values; the fets are defect; the complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that during a rotator cuff repair the quantum had a f4 error hardware failure. The procedure was successfully completed without a significant delay. It is unknown if a back-up device was available. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.